Manufacturer narrative:
Concomitant medical products: product ID neu_interstim_ins, implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the patient had their implantable neurostimulator (ins) for going to the bathroom all the time. The patient had not been feeling well since their implant and leads were replaced on (B)(6) 2015. When the patient's health care provider (hcp) tested the leads in the office, it felt like every one of them was going off and pushed the patient through the roof. Turning stimulation up too high caused pressure in the patient's spine. The patient still had a ton of pressure with their current ins and wanted to turn it down. Turning stimulation down resolved the symptom. The patient was going to turn stimulation down and saw it was turned off, but the patient knew when they left after surgery, it was set and turned on. The patient turned stimulation back on. The patient the patient experienced a loss or change of therapy and felt stimulation. The patient didn't feel stimulation in their pelvic floor and felt it in their spine and down their left leg since implant. The patient wanted to try program for another week before trying another program. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.